Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post laminectomy pain and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had disc surgery done in (B)(6) 2017, unrelated to the device or therapy. The rep reported that since that surgery, stimulation had changed, causing uncomfortable rob/abdominal stimulation. The rep reported that prior to the patient¿s back surgery in (B)(6), he was getting along very well with the device and the sensor was set up working well. The rep reported that the patient was seen and follow up and evaluated. The rep reported that an impedance check was done with no abnormalities. The rep reported that both leads were tested from top to bottom, all causing uncomfortable stimulation. The rep also reported that the patient stated the placement of the battery was on his waistline, also causing it to be uncomfortable. The rep reported that the healthcare provider (hcp) set up a lead revision and pocket revision for (B)(6) 2018 due to possible lead migration. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the reason for uncomfortable stimulation was unknown. It was noted that the healthcare provider was assuming lead migration.